Manufacturer narrative:
Device evaluation: a direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. The pump was not explanted, and will not be returned to abbott for evaluation. The log file submitted by the account confirmed gradual increases in both power and flow estimation readings. No hazard or advisory alarms were captured, and the majority of the file contained pi events and routine power source exchanges. The pump appeared to function as intended. The hmii lvas IFU lists device thrombosis, stroke, bleeding, neurological dysfunction, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. It also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 5 months. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2018 due to neuro bleed and suspected pump thrombus demonstrated by worsening heart failure and hemolysis. On (B)(6) 2018 the patient had a mechanical fall at home that resulted in a subdural hematoma (sdh). The patient was admitted to the hospital. Inr at time of the fall was 2.5 which was reversed with vitamin k. The patient was then transferred from an outside hospital to the implanting center. Anticoagulation was held due to the head bleed. On (B)(6) 2018, the patient underwent craniotomy and hematoma evacuation. On (B)(6) 2018, the patient had re-evacuation of recurrent sdh. Lvad interrogation on (B)(6) 2018 revealed gradually increasing pump flow and power readings. On (B)(6) 2018 the patient fell and required a craniotomy. The patient had hemolysis and pump thrombosis was suspected based on lab work. There was a discussion for elective lvad exchange; however, on (B)(6) 2018 the patient went into cardiac shock requiring inotropes. Mental status (ms) changes were observed and the patient was diagnosed with another large head bleed. The patient's family met and agreed to shut off pump and continue with a palliative approach. The patient expired shortly after withdrawal of lvad support. The pump was not explanted. It was reported that the device did operate as expected. No additional information was provided.